Event description:
The 1.5mm threaded drill guide 03.503.043 was manufactured with the wrong color band. Synthes engineering drawing number indicates that the color band should be grey. The color band on the drill guide on this product is green. This is report 9 of 9 for complaint (B)(4).

Manufacturer narrative:
This device is for treatment, not diagnosis. This device was used for training purposes only and does not involve a patient. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.